Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the legs of the filter did not deploy. The physician performed a pre-procedure cavogram and then introduced the greenfield filter. When deployed, it appeared on x-ray images that five of the legs either did not open or may be crossed. The filter was deployed below its intended location and may have been deployed into an area of thrombus. A post procedure cavogram was performed and at that time the physician elected not to place a second filter. The pt was reported as 'stable' following the procedure.